Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Customer¿s current blood glucose is 75 mg/dl. Customer also had blood glucose level of 180 mg/dl. The customer treated with food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer also reports that the insulin was dripping or squirting from end of set before connecting at their site. Customer reports that they were unsure if the programming is accurate. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. Customer also stated the sensor has been alerting sensor glucose not available. The sensor will be returned for analysis